Event description:
The user facility reported that an echocardiogram showed the impella cp was measuring over 5.5 centimeters from the annulus. The patient was having more ventricular tachycardia runs overnight. The impella cp was adjusted with echocardiogram. It was further reported that care was withdrawn and the patient expired.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was returned. Device in wrong position: clinical details state that echo showed the impella greater than 5.5 cm from annulus on the second day of support. The cause of the positioning issues was not determined since insufficient clinical details were provided and no product was returned. Tachycardia: the cause of the injuries was unable to be determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.